Event description:
Customer reported intermittent image interference in road mapping. User must turn the system off and on several times before the image is clear. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the cpu card. System operates as intended.